Event description:
It was reported that what appeared to have happened resident became wrapped within sheet and bedspread, legs and her buttocks were on the floor her neck was caught between the bottom bar of the half rail and the mattress. By easing her chin off the bed rail then gently sliding her forward the staff was able to free the resident. She was able to move her neck without discomfort, when asked had happened, she said, "I slid out of bed."